Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a monitoring voltage below the boxed value. The device was left in communication mode instead of being programmed off. It will be returned for analysis.